Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely retroauricular wound healing disorder due to multiple previous reconstruction surgeries of the auricle. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
One year post-operative the user had a problem with retro auricular wound healing. A trial with a magnet with a lower strength was attempted but the issue was not resolved. The wound is located posterior to the pinna (atresia and microtia) and is 2 cm by 3 cm in size. The skin in the area is very thin and dried out. There is no longer any skin over the implant site. And the device had extruded.the device has been explanted on (B)(6) 2020.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
One year post operative the user had a problem with retroauricular wound healing. A trial with a magnet with a lower strength was attempted but the issue was not resolved. The device has been explanted.